Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and low p-waves. During a follow-up visit it was found that the ra lead dislodged. It was confirmed via fluoroscopy. The ra lead was repositioned and remains in service. No additional adverse patient effects were reported.